Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon couldn't cross the lesion. The pt was asymptomatic during this event. The lesion being treated was a moderately calcified, 90% stenotic lesion in the left anterior descending coronary artery. The physician used a acs bmw guidewire to cross the lesion. The maverick2 monorail 20/2.0 mm balloon was being used to predilate the lesion the placement of a taxus stent, but would not cross the lesion. The reference vessel diameter was 3.0 mm. The balloon was removed and noted to be damaged. It was replaced with another maverick2 monorail 20/2.0 mm balloon to successfully complete the lesion predilatation. The taxus 3.0/16 mm stent was then successfully placed and fully dilated. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.